Manufacturer narrative:
The complaint investigation for falsely elevated alinity c magnesium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify an increase in complaint activity for the current complaint issue. Device history record review for lot 11085un24 did not identify did not identify any non-conformances or deviations related to the likely cause lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium assay for lot number 11085un24 was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result = 1.13 mmol/l repeat result = 0.49 mmol/l. Reference range = 0.66-1.07 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with lower results. The following data was provided: initial result = 1.13 mmol/l repeat result = 0.49 mmol/l. Reference range = 0.66-1.07 mmol/l no impact to patient management was reported.